Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 350cc mentor siltex contour profile moderate saline breast prostheses and experienced generalized illness symptoms including bad rashes, anxiety, depression, brain fog, feeling tired all the time, and feeling as if she is dying from the inside out post-operatively. The patient also reported bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 350cc mentor siltex contour profile moderate saline breast prostheses and experienced generalized illness symptoms including bad rashes, anxiety, depression, brain fog, feeling tired all the time, and feeling as if she is dying from the inside out post-operatively. The patient also reported bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.